Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient received a moderate to large size apical pneumothorax during a superdimension enb procedure. The pneumothorax was diagnosed on chest x-ray. If additional information is received a follow-up report will be submitted.

Event description:
At one month follow-up patient reports experiencing pain level of 3 on a scale from 1-10 following the enb procedure with pneumothorax. If additional information pertinent to the incident is obtained another follow-up report will be submitted.